Event description:
Complainant alleged that while attempting to defibrillate a patient the device displayed a "poor pad contact" message while using internal handles. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction